Manufacturer narrative:
Failure event observed during analysis. Final analysis found full breached insulation degradation at 6.7 cm from the connector pin breaching the optim sheath only, adjacent to the connector boot region.

Event description:
This report is to advise of an event observed during analysis.